Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set separated the following information was received by the initial reporter with the following verbatim: it was noted in a recent incident that n/s started leaking and the line was disconnected at the lower port side. It was post chemotherapy -the line was flushing with normal saline. Details of the incidents and product lot numbers are included in the complaint form. We have secured a sample of the effective product.

Manufacturer narrative:
The customer reported leaking and returned one used set of material 2420-0007, lot 24035984. Upon visual examination, the complaint was verified, tubing had disconnected at the distal side of distal smart site. The tubing and smart site were examined under a microscope, and insufficient solvent (glue) was found on the plastic. The manufacturing site found the probable root cause for the smart site separation to be a process error during assembly. The tubing/y-site engagement needs a correct application of solvent quantity and correct insertion to the solvent dispenser. A quality notification was issued 14mar2024 to revise the solvent dispenser, and a quality alert was displayed to reinforce the correct tubing insertion to the dispenser to necessary personnel. The alert was completed on (B)(6) 2024. These actions are in place to mitigate the risk of re-occurrence of the separation issue found. Device history record review for model 2420-0007 lot number 24035984 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.